Event description:
It was reported, that the pt was outside using a snow blower and he rec'd 2 shocks. He continued to use the snow blower until the area was finished then went inside and sat down. He rec'd another 2 shocks. He started to feel very short of breath, got up to get his breathing treatment machine and collapsed. The emergency medical technician's were phoned and the pt was barely conscious when they arrived, but quickly went unresponsive. According to the pts son, from that point on, the emergency medical technicians were never able to regain a pulse or respirations. The "ICD" was explanted at the mortuary by the pt's son, who was reported to be an m.d., and mailed to the physician's office without being programmed to all functions off and the leads were cut. The physician, in turn, shipped the "ICD" to st. Jude. When the st. Jude medical rep attempted to interrogate the "ICD", it would not interrogate.